Event description:
A caller reported a cartridge alarm 30 that occurred during the load process. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, meaning the level remained within a safe range. Customer was advised to switch to multiple daily injections as backup therapy while waiting for a replacement pump, which was sent by customer technical support. Instructions were provided for putting the faulty pump into storage mode and returning it using the pre-paid label and return box supplied by the support team.